Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunctions (surface of the probe is peeled, scratch of the ultrasound probe/deep scratch or the inside is exposed) occurred due to user mishandling. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the loaner ultrasound gastrovideoscope with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the ultrasonic probe surface had a deep cut which reached the glue layer. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover adhesive was separated and the up/down knob lock system was worn out. This event is under investigation. A supplemental report will be submitted upon receiving additional information.